Event description:
Caller states the patient tested 2.3 inr on the coaguchek xs system and 1.8 inr on a (B)(4) lab for a (B)(6) study. Caller states that the coumadin dose was changed after the results were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.